Manufacturer narrative:
Concomitant medical product: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture and high thresholds. An x-ray revealed slack on the lead which had dislodged from the atrial wall. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.